Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's blood glucose level was 401 mg/dl. The customer treated with a manual injection. The customer had received a button error alarm from her insulin pump. Standard troubleshooting was performed. The customer stated the insulin pump was stored in her bra. She was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. No unexpected vibration noted. Insulin pump was received with minor scratched display window, cracked display window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.